Manufacturer narrative:
Please see the corrected data field below for the rationale pertaining to the closure of this case. Upon review of this case, it was determined that this is a duplicate report of an existing investigation. This case will be closed as a duplicate. Please see MFR 1220648-2024-12521 for any and all information pertaining to this event and/or the investigation associated with the involved impella device.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 65-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that after the implant there was a failure alarm and the automated impella controller (aic) and impella were successfully replaced.